Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported the patient was feeling painful stimulation. No trauma/falls that could be related to this issue were reported. Patient reported that they needed to check out their device to make sure it was still in the right place because sometimes it pricks like a needle and burns. Patient stated that they did not have no fat back there so they did not sit normal in a chair and patient thinks it could be out of place from the way they keep sitting. Patient stated the burning/uncomfortable feeling was just unbearable and it was really painful two weeks ago. Patient said they turned stimulation up two days ago from 6 to 8 because if they turned it more than that then it was kind of painful like a needle sticking them. Patient was asked if their symptoms were being controlled and they said it was still helping the symptoms and they were feeling pretty good. Patient was redirected to follow up with the health care professional (hcp) but they did not have an hcp at the time of the report. Hcp listings were sent to the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that in they noticed device being out of place in 2017 sometimes between (B)(6) getting word as months went on. Patient thought that device gradually moved due to age. Their buttock muscle or lack of texture did not help keep the needle in place. The pain was worst when they turned up the numbers on the remote so they did not increase the numbers therefor the bowel and bladder was not helped. On (B)(6)2018, they would be seeing doctor about this problem. They weigh from (B)(6) lbs in (B)(6) 2014 and in 2018 it was (B)(6) lbs.